Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted an alarm during use indicating a ventilator failure. There was no detail in the report which would reasonably suggest that any patient consequences may have occurred.

Manufacturer narrative:
Initial log file evaluation performed by the dispatched fse revealed that the device was not in use on a patient on the reported dated of event. However, an error entry was logged for the previous day which indicates that the device detected a deviation between measured and expected ventilator motor position. To prevent from damages to the ventilator unit and from potentially hazardous output the device is designed to shut down automatic ventilation and to alert the user by means of a corresponding alarm; manual ventilation as well as the monitoring functions remain available under these conditions. The log file further indicates that the user power-cycled the device which removed the error condition - the procedure could be finished without further irregularities. The motor including the components of the position detection system (encoder disc, light barrier) were replaced based on the findings. The device is back in use w/o further problems reported since then. The original parts have been tested in detail in the manufacturer's lab but did not exhibit any deviations during the tests. This substantiates the results obtained by log file evaluation: the error condition was of temporary nature only. A reasonable explanation would be the following: grey powder has been found on the encoder disc and on other surfaces of the motor ¿ most probably abrasion from the carbon brushes. This may have compromised the function of the light barrier and led to intermittent failure to detect the current motor position. Dräger finally concludes that the device responded as designed upon this kind of error condition. The user managed the situation by powering the device off and back on. No patient consequences have occurred.

Event description:
It was reported that the device posted an alarm during use indicating a ventilator failure. There was no detail in the report which would reasonably suggest that any patient consequences may have occurred.